Event description:
It was reported that the patient presented to the emergency room and complained of pocket stimulation. The right ventricular lead exhibited noise; the noise could be reproduced when the patient pressed against another hand. The device was reprogrammed and the patient went home.